Manufacturer narrative:
Device evaluation: analysis of the returned device identified: broken shell on posterior, crease fold and weight to the spec. A visual and microscopic analysis was performed which identified: crease sharp broken on posterior, stress marks, missing shell on posterior (0-25%) and wear abrasion. Based on the device analysis the final assessment is: a broken crease sharp posterior assessed as fold flaw opening. Missing shell assessed as inconclusive. Additional, corrected and/or changed data: b.5, d.6b, d.9, g.1, g.6, h.3, h.6.

Event description:
Healthcare professional reported right side ruptures. Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported right side rupture. Device remains implanted.